Event description:
It was reported that during a novasure endometrial ablation (exact date unknown) and the "patient experienced a vasovagal response". The physician then removed the electrode array from the patient and the patient's "heart rate" stabilized. The ablation was completed.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc#(B)(4).